Event description:
The rptr did back to back blood glucose tests. The results of rptr's alleged testing, within 10 minutes, using separate finger sticks, were 386, 281 and 416 mg/dl. No symptoms were reported. The rptr never cleaned the 6-week old meter. After cleaning during troubleshooting, back to back blood tests were 5% apart. A control test was in range, 126 (93-139). No harm was alleged. Followup attempts to contact the rptr for verification of the above and to get further info have not been successful.